Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was hospitalized due to worsening of a general health condition. The medication was changed and the patient felt "increasingly better;" however, in the night the patient was found dead on the bathroom floor. It was also reported there were multiple non-sustained ventricular tachycardia episodes, one shock was delivered for ventricular fibrillation, and there was possibly under-sensing of the device and lead.